Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following results on the mobile system within 10 minutes: the first result was about 100mg/dl, the second was around 30mg/dl, and the third result was around 100mg/dl. Then on a different day he received results of around 200 mg/dl and 100 mg/dl within 10 minutes. The caller could not recall the exact values. On (B)(6) 2017 he received results of 56 mg/dl and 104 mg/dl within 10 minutes. The lot number was not provided. The test strips in use at the time of the comparisons is unknown. No adverse event reported. Return of the suspect device was requested for evaluation. It is unknown if the suspect device will be returned for product evaluation.